Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial and right ventricular lead previously exhibited noise. The device was programmed around the noise. The dependent patient presented on (B)(6) 2018 for lead revision procedure. Both leads were explanted and replaced successfully. Noticeable insulation breaks were noted on both leads. The patient was stable throughout the procedure.

Manufacturer narrative:
This supplemental report is to correct the previously submitted supplemental report to indicate that yes, the device was evaluated by manufacturer.

Manufacturer narrative:
A complete lead was returned for analysis in two pieces. The damage found was sustained during procedure. The lead was otherwise normal.